Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the health care provider (hcp) had a concern that the patient¿s cancer occluded the catheter. It was noted ¿this was this year, but months ago¿. The hcp was not sure exactly when. A dye study was attempted but they were not able to aspirate. An MRI in (B)(6) 2014 showed that a tumor had partially occluded or was pushing on the catheter. At that point, the patient was instructed to not use their personal therapy manager (ptm) bolus. It was noted that at refills the patient¿s reservoir volumes were always accurate.

Event description:
It was reported that the health care provider (hcp) did a dye study and ¿thought there was a kink in the catheter or some other occlusion at the port¿ but the reporter indicated she does the patient¿s refills every thirty days and there had been no volume discrepancies. It was confirmed it appeared the drug was leaving the pump. The patient had an MRI on (B)(6) 2014 but they did not know the results of that can yet. The device system was used to deliver hydromorphone 15mg/ml at a dose of 12.995 mg/day. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).